Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material around the adhesive of the light guide lens and there was residual liquid in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as it was unable to be confirmed if the reprocessing steps were followed in accordance with the instructions for use, and no physical damage was noted to the affected area of the device. The event can be detected/prevented by following the instructions for use which states the detection methods in tjf-q190v operation manual chapter 3 preparation and the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.